Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported events. Additionally, the pump battery intermittently could not be fully charged. Blood glucose was not impacted. Reportedly, the issues were resolved after the customer used a different adapter.